Event description:
It was reported that the patient underwent a fusion procedure on (B)(6) 2007. Surgeon performed an anterior fusion from l5 through s1, using rhbmp-2/acs with bone chips and an interbody cage. Following the surgery, patient developed inflammation, severe pain, nerve damage, bone overgrowth. Patient continues to suffer from daily, disabling pain that prevents her from performing many basic activities of daily living. As a result, patient underwent a revision surgery on (B)(6) 2010 in an attempt to remove excessive bone overgrowth.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.